Manufacturer narrative:
Investigation - evaluation. A review of complaint history, device history record, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities are in place to prevent the release of non-conforming product related to the reported failure mode prior to distribution. A search of all lots corresponding to the given information and sold to the reporting customer during the relevant timeframe revealed two possible lots. A review of the device history record for the two lots recorded no applicable nonconformances. A search of current complaint software found no additional complaints reported from the field. Due to this information, there is no evidence suggesting that nonconforming product from these lots exists in house or the field. The affected components are supplied to cook by an external supplier. A supplier investigation was performed. The supplier reviewed the device history record for the reported suture and all manufacturing and quality documentation, and found no quality issues. No device was able to be inspected, so at this time a cause of failure could not be established. The supplier will continue to monitor for similar complaints. Appropriate measures have been taken to address this failure mode. Based on the information provided and the results of the investigation, a definitive root cause could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Date of event: event occurred. Sometime in 2017. Suspect medical device: product details are currently unavailable. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a dawson mueller nephrostomy tube was used in a female patient sometime in 2017. Post-operative report from 2017 stated the physician used 8.5 fr dawson mueller nephrostomy tube. Per the reporting physician she believes the only ¿nephrostomy tubes stocked at my hospital are a cook product.¿ on (B)(6) 2019, the user discovered a retained ¿string¿ during a percutaneous nephrolithotomy (pcnl) procedure. The user believes the string was left behind from the previous procedure in 2017. The string originated in the lower pole infundibulum and was embedded in a stone from the lower pole, renal pelvis and into the upper pole. Physician was able to remove the encapsulated string which was observed to be in a stag horn stone. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.